Manufacturer narrative:
Concomitant medical products: product ID: c4tr01 crtp, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a generator changeout procedure, the right ventricular (rv) lead thresholds had risen to high levels. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.